Event description:
Orthopedic manual surgical instrument fractured during surgery causing a tear in the left iliac veinl. The tear was promptly repaired with no post-operative complications noted. This pt was participating in a clinical trial at the time of the event.